Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a loss of connection. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a loss of connection. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. A pairing test was performed and it passed. Data was downloaded previously for evaluation and it did not confirm the customer complaint, but did confirm a loss of connection. The reported event of low transmitter battery was not confirmed. The root cause could not be determined.